Event description:
According to the reporter, the surgeon stated that during the procedure he struggles to fit the shaft of the device down the trocar. This causes the plastic shaft to bend while trying to introduce it into the trocar/cavity. No patient injury noted in this event. No further details provided.